Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for foreign material in the nozzle and tip cover burnt. If the user conducted reprocessing in accordance with IFU or not is unknown, and therefore, unable to specify the cause of the foreign material. It is probable that for tip cover burnt that while handling the subject device, the user used a high energy endo therapy accessory, such as high frequency, without keeping enough distance from the distal end of the subject device. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) the detection method is described in the IFU operation manual ¿3.3 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.3 using endotherapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle and tip cover was burnt. There was no patient involvement.